Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was air and blood leakage observed from the venous extension set above the luer before dialysis treatment. The catheter was implanted on (B)(6) 2013. The catheter was pulled and replaced on (B)(6) 2013. No information related to patient available. No patient injury or ill-effects. No medical intervention required.